Event description:
It was reported that a spectrum pump would not recognize a closed door. It was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of pump does not recognize a closed door. The force required to close the door is above expected levels and if not applied will cause the pump to alarm. The door hooks were replaced.